Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
See section h, number 6, event problem and evaluation codes.

Manufacturer narrative:
Correction to section h, number 6, results. Re-testing of the clinician programmer (cp) found no wireless communication problem (FDA code 3248). The device used for the initial cp testing had low battery. Once it was fully charged, the cp was able to connect to the device with no issue and the cp passed all tests.

Manufacturer narrative:
False negative result. Loose or intermittent connection. No clinical signs, symptoms or conditions. No health consequences or impact. Analysis of production records. This is an initial submission as investigation of the issue has not been completed as we are pending the return of the device. The report was received on (B)(6) 2020.

Event description:
Clinician programmer (cp) was not showing an impedance issue with the ipg (neurostimulator), but when using another cp, the impedance issue was shown. Also, the milliamp (ma) was fluctuating and the cp was showing and disconnecting several times to the patient's ipg even though the company representative was a foot away and parallel to the ipg.